Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. Upon evaluation, the battery connector was damaged and appeared to be chewed on. The cause of the non-functional battery pack is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power a test monitor or charge.